Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced an issue with infusion set on(B)(6) 2026 as tape did not stick due to adhesive was not strong. No further information available.